Event description:
It was reported that the surgeon inserted a competitors lens and the lens was torn using the indigo-p injector. There was no patient injury. The reporter stated the lens tear was due to the injector. Another same type lens was implanted. The patient's prognosis is very good.